Manufacturer narrative:
This report is submitted on june 15, 2021.

Event description:
Per the clinic, open circuits were noted on multiple electrodes. The device was confirmed as a device failure by cochlear staff (date not reported). The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report this report is submitted on june 24, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 08, 2022.